Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
During medical procedure the holes of the target device could not be met. Target guide is defective. The bore end up next to the nail. Surgical delay of 10min. Not longer. No other consequences reported. With xray, control drilling was possible. According to further details received by e-mail via rep the surgeon confirmed that the target device won't be returned for investigation and the prof. Is sure, the root cause is related to an user error and will keep using the device.

Manufacturer narrative:
Referring to the product inquiry the target device, femur t2 femur is stated to be the primary product. The device was not made available for evaluation and thus, physical examination was impossible. Review of the inspection records for the device in question revealed no discrepancies. The IFU and instructions for cleaning, sterilization, inspection and maintenance include that every instrument must be cleaned, sterilized and checked successfully prior to every surgery. Based on the given information, pre-assuming that a pre-operative check was performed, and referring to event description ¿target device won't be returned for investigation and the prof. Is sure, the root cause is related to an user error and will keep using the device." The case is attributed to a suboptimal intraoperative procedure and has to be classified as user related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During medical procedure the holes of the target device could not be met. Target guide is defective. The bore end up next to the nail. Surgical delay of 10min. Not longer. No other consequences reported. With xray control drilling was possible. According to further details received by e-mail via rep the surgeon confirmed that the target device won't be returned for investigation and the prof. Is sure, the root cause is related to an user error and will keep using the device.